Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant products: 694758 lead, implanted (B)(6) 2003; 507645 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not capturing and had dislodged. The lead was explanted. The implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.